Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was unknown. Visual/microscopic inspection: the sample was returned. The balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 40mm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the strain relief was removed from the y-hub and a complete catheter detachment was noted near the distal end of the y-hub. The catheter detachment was examined under microscopic magnification and the edges of the detachment were jagged. Sanding marks were noted on the catheter at the point of the detachment. No further functional testing could be performed due to sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a catheter detachment just distal to the y-hub, resulting in the reported leak. Per the drawing template, sanding marks shall not extend past the specified maximum sanding range indicated. Per the evaluation, sanding marks were identified past the hub (extending past the sanding range); therefore, excessive sanding of the catheter under the strain relief was the root cause for the catheter detachment. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation, the pta balloon catheter allegedly leaked at the hub. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation, the pta balloon catheter allegedly leaked at the hub. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.